Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was reported that there was a temperature issue and evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/09/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a visual inspection of the pump showed a cracked battery compartment and evidence of moisture contamination in the battery compartment. The pump failed a leak test at the battery compartment. The excessive pump temperature issue was not duplicated during testing. The pump¿s current draws were found to be within specifications. The pump cover was removed and no additional moisture contamination was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.